Event description:
As reported by our edwards lifesciences affiliate in norway, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position via transfemoral approach, during the procedure, the flex catheter (pusher) was pulled back to the triple markers (towards the handle), the crimped valve moved with the flex catheter and was no longer aligned between the markers after crossing the annulus and commander delivery system balloon burst under valve deployment. There was no valve embolization and the valve was deployed in the intended location. The delivery system was removed, and a new system was used to post-dilate the valve. The patient remained stable and experienced no complications. Provided video showed the valve being aligned over balloon markers, and flex tip in contact with crimped valve. However, per provided intraprocedural photos, the valve appeared off center from balloon marks and the flex tip not in contact with the valve. Additionally, device photos after removal shows the balloon burst at the distal part of the inflation balloon.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for balloon burst and thv moves on balloon working length during positioning was confirmed based on evaluation of the provided imagery. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during procedure, the flex catheter (pusher) was pulled back to the triple markers (towards the handle), the crimped valve moved with the flex catheter and was no longer aligned between the markers after crossing the annulus and commander delivery system balloon burst under valve deployment. There was no valve embolization and the valve was deployed in the intended location''. Review of imagery provided confirmed the balloon was burst and tortuosity was present in the patient's access vessel. Per evaluation of the provided imagery, the patient had a tortuous anatomy. Navigate a thv in a tortuous anatomy can build up tension in the system. While it was reported that there were no problems with valve alignment, it is possible that tension was built up during the alignment steps. It is likely that the built up tension was released during flex tip retraction causing the valve to move proximally on the balloon. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (tension build-up in system) may have contributed to the reported thv movement on balloon. However, a definitive root cause was unable to be determined. Available information suggests patient factors (calcification) likely contributed to the balloon burst as per information provided the patient presented calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.